Event description:
Customer reports to have received a threshold suspend alarm, but insulin pump did not vibrate. Customer reports of having issues with blood glucose versus sensor glucose. Customer states he received a threshold suspend, but blood glucose was 120 mg/dl. Customer was advised that sensor began to respond to changes in glucose. Customer was educated on reason for blood glucose versus sensor glucose differences. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.